Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported sudden return of symptoms and stated that the stimulator was not working at all and clarified by stated that the symptoms are not being controlled. Patient also reported that they thought they have uti. Amplitude was increased from 5.0v to 5.3v and patientconfirmed feeling stimulation. No further complications were noted or anticipated